Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has unexpected battery power loss. It was also mentioned that the customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis. Frn- reservoir.

Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm, replace battery now alarm and low battery alarm during testing.